Manufacturer narrative:
Final analysis - no rate modulated response; mechanism - hybrid anomaly; component - hybrid. It was noted that the device was exposed to radiation.

Event description:
Information received from the field notes that the patient was being treated for breast cancer with radiation therapy and received 25 radiation treatments directly to the pacer without shielding. An interrgation showed dashes for all of the sensor parameters. When the telemetry wand was removed, the pacing rate immediately went up to 180 ppm. The physician had the patient transported by ambulance to the hospital and the pacemaker was replaced.~~~~~